Event description:
The defib is tested daily at 30 joules and passes this test. However, when used in AED -automated external defibrillation- mode and simulated with a shockable rhythm the defib will, shortly after it has charged, "dump" the energy not allowing the user to deliver a shock to the pt. This failure is also seen in manual mode, as opposed to AED, but not as often. Also once a device has failed its measured energy output is lower.